Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced low blood glucose of 60 mg/dl, but was not hospitalized. The customer was shaking, sweating, had mental confusion, was unable to follow simple commands. The customer was asking what would happen if the carbohydrate ratio of the insulin sensitivity was changed. The customer was advised not to make any changes without consulting with their doctor. Nothing further was reported.